Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had two years of predicted remaining battery, then 8 months later, only 6 months of predicted battery remained. Data analysis showed a power usage increase on this ICD and device replacement was recommended. Additional information received indicated this device battery was depleting more quickly than expected. The ICD was later explanted and replaced. No additional adverse patient effects were reported.